Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-06410. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.